Event description:
Reporter alleged glucose read 450= mg/dl and an ambulance was called by s relative due to no being able to get her pt to react. It was reported emergency medical technicians (emt's) measured 44 mg/dl five minutes later. Reporter stated emt's treated customer with "sugar water" and admitted to the hosp. No glucose readings were reported from the hosp. However was treated with 2 glucose IV's and another IV, contents unk. A request was made for the return of the suspect device and replacement product was sent.